Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to clean the pneumatic tap area on the pump with an alcohol wipe, after which the caller successfully loaded the cartridge and resumed insulin delivery.